Event description:
The patient called to report a significant amount of air in the IV tubing distal to the alaris channel as his IV bag was empty. The channel never alarmed and continued to infuse. Channel shut off; no air made it into the patient.